Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to have sensor errors on the roll magnet leading to error 23008.

Event description:
It was reported that prior to the start of a da vinci-assisted rectopexy surgical procedure, an error on the right-hand control. The caller had already attempted a system restart at the beginning of the call, but the issue persisted. They exercised the right-hand control and attempted to back-drive the master tool manipulator (mtm) during homing, but the error remained. Error code 23008 indicated a fault on the mtm roll axis. The system was configured in dual console mode. To allow the procedure to continue, the user was instructed to disable mtmr2 and have the surgeon operate from console #1. The procedure was completing as planned with no reported injury.